Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 12:43:48. During day drain cycle two, the patient's ultrafiltration reading was 2831ml, indicating the home patient (hp) drained 2831ml more than their maximum programmed fill volume of 3000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause for the iipv was undetermined. No further action is required at this time. If any additional information is received, a follow-up will be sent.